Manufacturer narrative:
A partial lead with the distal tip measuring 45.0cm was returned for analysis. Internal insulation abrasion was noted at 31.8-33.7cm from the distal tip. The etfe coating was damaged during explant at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the lead during system removal procedure due to erosion. There were also high thresholds on ventricular lead. Patient tolerated the procedure well. Patient received a new system on (B)(6) 2016.